Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail reusable 600m laser fiber was to be used in a holmium laser enucleation (holep) procedure performed on (B)(6) 2018. Reportedly, the laser unit used was auriga xl console. According to the complainant, during preparation and outside the patient, the tip of the laser fiber was found broken. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.